Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) ubd: 06-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-oct-03: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient had new pain that was unrelated to their baseline. Patient was admitted the night of their surgery. Lead revision was reported. Issue is ongoing 2024-oct-24: additional information was received from a manufacturer representative (rep). The rep reported that there were no device issues with the lead. When the paddle lead was removed and a perc lead implanted, patient's pain subsided. The surgeon believes that the paddle was pushing on a nerve. The issue resolved with the lead revision.

Manufacturer narrative:
Coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.